Manufacturer narrative:
H10: a philips authorized service provider (asp) reported the issue was resolved by the customer with replacement of the motor control (mc) printed circuit board assembly (pcba). The device was verified as operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting the v60 ventilator touchscreen was not responding to touch. The device was not in clinical use. There was no report of harm. There was no patient or user impact reported. The device did not meet specification for intended use and was removed from service for maintenance.